Event description:
It was reported by the customer that a bd pyxis medstation es system full height cubie drawer 5 was not able to open and prevented the user from accessing medications for a patient. This malfunction caused a delay in therapy; they needed to obtain the medications from different station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer got failed due to loosen connection to the drawer controller. The field service engineer found a foil pack stuck between the pmc board and back plate and reseated the connections to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had failed due to a loose connection to the drawer controller. The field service engineer found a foil pack stuck and reseated the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie drawer 5 was not able to open and prevented the user from accessing medications for a patient. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from different station. There were no adverse events or injuries reported based on this incident.